Event description:
There was an allegation of a software issue on a cobas 8000 core unit. On (B)(6) 2023, it was reported that the communication between the customer's analyzer and the data manager program failed. The analyzer and the data manager were both restarted, but it did not fix the issue. According to the reporter, the settings were not changed before the failure occurred. After unplugging and plugging in the cable to the data manager, the customer restarted the data manager. The data manager started up, but the date display disappeared on the screen and only the time was displayed.

Manufacturer narrative:
The software issue was previously investigated and determined the issue was caused by a database (timeout) error when the system accessed the system parameter table in the database, which caused the utility settings to be set to default. A communication had been provided to the customer in (B)(6) 2023 to notify them of the software limitation that may occur prior to the reported event. Customers are instructed to check daily that the date is displayed. If the date is not displayed, the software limitation might have occurred on the instrument. Specific instructions were provided on how to proceed should the software limitation occur. The issue has been fixed in the newest software version.